Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also stated that the ipg was moving around the pocket site and gets extremely hot while charging. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. It was also stated that the ipg was moving around the pocket site and gets extremely hot while charging. The patient underwent an ipg replacement procedure.